Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 5 on the home choice (hc). The home patient (hp) stated he did not disconnect at any time, no wet lines or leaks noted and the spare supply line clamp closed. The technical service representative (tsr) explained the se 2240 and cleared the alarms so the hp may unload the cassette and bags. The hp would not do any further therapy that night. The tsr advised the hp to contact the on call nurse for further medical instructions. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause is undetermined.